Event description:
On (B)(6) 2013, patient reported experiencing power concerns with the blood glucose monitor. Patient stated the batteries were replaced today and powers on just fine now. Patient does not recall when he changed the batteries last prior to today. Patient reported he was having issues powering the monitor on last week which caused him to have a low blood glucose episode because he was unable to test. Patient's cousin stated patient was recently diagnosed with a stomach illness and he vomited on (B)(6) 2013 and did not eat anything the rest of the night. Cousin reported she feels that is the reason the patient had the extreme low blood glucose episode. Patient reported on (B)(6) 2013 his cousin found him in the bathroom passed out. Patient stated his cousin tested his blood glucose with a result of 24 mg/dl and called 911. Patient's target blood glucose range is around 180 mg/dl or under. Cousin reported the paramedics arrived and administered an IV of unknown contents. Patient declined to go to the hospital. Patient stated he began to feel better in 20-30 minutes. Patient reported the emts also gave him some soda. Product was replaced and requested return of the alleged blood glucose monitoring device for evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Manufacturer narrative:
(B)(6) observed that the meter would not power on when the on/off button was pressed; (B)(6) heard the meter chirp and then the meter powered back on when the on/off button was pressed. (B)(6) observed that when the meter powered back on it powered on in set-up mode.

Manufacturer narrative:
Investigational unit observed that the meter would not power on when the on/off button was pressed; investigational unit heard the meter chirp and then the meter powered back on when the on/off button was pressed. Investigational unit observed that when the meter powered back on it powered on in set-up mode. It has been determined that due to a design weakness within the meter's power circuit (q2 and v850 microprocessor components), the meter is performing an unnecessary power reset on itself. This power reset results in a delay of power to the meter when the on/off button is pressed, and causes the meter to power up in set-up mode.